Manufacturer narrative:
The single use device was not reprocessed and reused on a patient.

Manufacturer narrative:
The screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 5mm of the distal end of the screw has broken off. Dimensional assessment of the screws major diameter and wall thickness confirmed it met print specification. As reported the driver was noted to be damaged at its distal end, this damage likely contributed to the screw breakage. User error cannot be eliminated. (B)(6).

Event description:
It was reported that the screw broken during screwing. The procedure was completed with a backup. No patient harm was reported.